Event description:
It was reported that balloon rupture occurred. The 100% chronic total occlusion target lesion was an in-stent restenosis located in the moderately calcified and moderately tortuous right superficial femoral artery(sfa). On the first inflation of a 7.0mmx40mmx135cm (4f) sterling balloon at 14 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with dilatation of a 7mmx20mm sterling balloon at rated burst pressure. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter with no original packaging or other devices. The balloon was loosely folded. The shaft was kinked 2mm proximal of the exit notch. The shaft and balloon were microscopically examined and revealed a 4.7cm longitudinal tear from the proximal to the distal ends of the balloon. Microscopically examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% chronic total occlusion target lesion was an in-stent restenosis located in the moderately calcified and moderately tortuous right superficial femoral artery(sfa). On the first inflation of a 7.0mmx40mmx135cm (4f) sterling¿ balloon at 14 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with dilatation of a 7mmx20mm sterling¿ balloon at rated burst pressure. No patient complications were reported and the patient status was good.